Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a product performance issue. Additionally, oversensing was reported due to leadless pacemaker pacing at 4.5 volts. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.